Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the physician noted the atrial lead exhibited increased impedance and high thresholds. The physician elected to explant and replace the lead. The procedure was completed successfully and the patient was in stable condition post surgery.